Event description:
It was reported the patient had the device replaced due to normal battery depletion and high impedance over 10000 ohms. The extensions were replaced due to possible breakage. No symptoms were reported. The patient recovered without sequela. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.